Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event would not be device related but rather is associated with careless use or handling of the tool prior to it being damaged.

Event description:
The reporter states the inside projection part broke and wheel could not be returned.